Manufacturer narrative:
One opened sample was returned. The sample was examined using 10x magnification and found to have a damaged tip and cutting edge. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause is unk. (B)(4).

Event description:
A nurse reported that a knife was not sharp enough to cut through the pt's conjunctiva. A new knife was used and the surgery was completed with no harm to the pt. This is the fifth of five similar reports from this facility.